Event description:
The customer reported that the reservoir leaked while he was filling. The customer stated that he smelled the insulin but he did not see any moisture. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.